Event description:
Additional information was received from the patient and it was reported that the hcp put the ins in wrong because the only reason the patient had device put in was for her feet but the hcp put it in for her back because they tried and tried to get it where device would control the pain in the feet and it really wouldn't work well to control the pain so patient had to have the device re-implanted with a new ins device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when the device was turned on, it felt like fireworks going down her legs. The patient met with a manufacturer representative (rep) and it was toned down in the legs. The patient met with another rep and was given a charge that almost threw her head in her lap; it was strong. The patient also noted having met with another rep who informed her that said she was not charged and it was a problem. The patient reported pain in her feet noting that the device was as high as 50 to 60 and was not helping with the pain. It was also noted that the device was not set that high for the trial. The patient was using lidocaine patches but had run out last night, and was supposed to use cream; however, it had not yet arrived. The patient noted being unable to comb her hair or raise her hands above her head. Ten days post-implant, the patient reported that she was slurring her words. A friend came over and called 911. The patient had a stroke. An appointment to meet with a rep was scheduled for (B)(6) 2016. Indication for use was spinal pain. Follow-up was performed to determine if the event had been resolved and what steps were taken to resolve the reported event. This event will be updated if additional information is received. Additional information received from the consumer reported their issues with stimulation had not yet been resolved. The physician said he didn't put the device in to cover the neuropathy in their feet which is why the consumer had the surgery due to terrible burning in the ball of their feet and toes. Additional information received from the healthcare provider (hcp) reported the cause of the stroke was due to the consumer's pre-existing medication condition and wasn't related to their device or therapy. The device was helping the consumer's pain and they were receiving effective therapy/stimulation. Additional information was received from a patient on 2017-jun-20. The patient reported that they did not wake up right after being implanted so they think they were given too much anesthetic. They had a stroke on (B)(6) 2017 which they think was related to their implant procedure, but previous information provided from the healthcare professional (hcp) conflicts this allegation. The patient stated that their manufacture representative (rep) had a horrible time regulating the stimulation post implant. Their implant was implanted for the neuropathy in their feet but they said that their hcp told their rep that it was not implanted for that so they stated that their hcp did not put the device/leads in the right spot. The patient noted that their trial got rid of their pinched sciatic nerve and after being implanted their rep worked with programming five months ago and got the stimulation to help with their neuropathy but in the past three months their feet are burning again. The patient also noted that within the past month their implantable neurostimulator (ins) was getting closer to their skin. The patient was redirected to follow up with their hcp. They noted that they do not want to see their current hcp so patient services contacted local reps for alternative listings. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that prior to implant, the patient weighed (B)(6) pounds. No further complications were reported.